Event description:
It was reported that the patient used meal announcements as a method to correct elevated blood glucose rather than relying on the device¿s correction algorithm, prompting troubleshooting and education on appropriate use of meal entries and correction features. Symptoms included hyperglycemia. Outcomes included no hospitalization, no serious injury, and no alerts or alarms. Investigation included user communication and troubleshooting with education on correct operation. Investigation of this case revealed user technique and use error related to dosing strategy, with the device and its components functioning as designed without malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically improper use.

Manufacturer narrative:
Initial